Manufacturer narrative:
The system was examined and the reported event was not replicated. As a preventive measure, the company representative cleaned electrical contacts, boards, and fans. The system was tested and found to meet product specifications. The system was manufactured on december 16, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system presented with inefficient vacuum during a procedure. The procedure was completed. There was no patient harm.